Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves. Product ID l-evolutfx-2329 (lot: 0012480189); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulop lasty (bav) was performed using an 18 mm non-medtronic balloon as standard for the implanting physician. It appeared that the balloon moved during rapid pacing with the temporary pacemaker; however, the balloon inflated fully. Subsequently, the balloon was deflated and the rapid pacing was stopped. The patient became hypotensive. The valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Upon initial deployment, it was noted that the valve was too deep. The valve was recaptured. An angiogram was performed while the recaptured valve remained in the ascending aorta. The angiogram revealed an effusion in the left ventricular outflow tract. The valve and dcs were withdrawn from the patient. Life saving measures were performed to treat the effusion; however, these were unsuccessful. The procedure was delayed by 2 hours and the patient passed away. Upon review of the procedural films it was determined by the physician that the cause of the effusion was likely the pre-implant bav.